Event description:
While stryker sustainability solutions harmonic ace shears was in use, it was noticed that the tip of the shears had melted. The device was immediately removed, intact, from the patient and the sterile field. The generator was exchanged and another "like" handpiece was given. The second device (same lot #) then began displaying an "error relax blade" message which would reset by opening and closing the device jaws. This occurred 4-5 times before a third "like" device (different lot #) was introduced to the field, and worked without issue. Two "like" devices with same lot #s and expiration dates being reported.